Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method, and conclusion along with the investigation results will be provided in the final report.

Event description:
During a left wide area circumferential ablation (waca), a pericardial effusion occurred. While advancing the catheter through the sheath, the patient's pressures remained labile and their hemoglobin levels dropped. Ice was used to identify a burn mark perforation at the left superior pulmonary vein base near the appendage for which a pericardiocentesis was performed. However, despite blood being removed the pericardial effusion did not diminish in size and the chest was opened to find the source of the bleeding. It was found that the blood was leaking into the thorax due to a previous thoracotomy. The patient is recovering with complaints of blurry vision only. There were no performance issues with any abbott devices.